Event description:
Cord; reversed [device physical property issue] . Case narrative: consumer provided a photo of the tampon via email noting it is not safe to use. Malfunction hazard, cord; reversed provided by qa. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.